Manufacturer narrative:
(B)(4). Estimated date of occurrence is (B)(6) 2018. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device via a 6fr sheath, after a percutaneous coronary intervention (pci) procedure. Reportedly, when the plunger was removed, a suture break occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Although the name of the physician was not provided, it was stated that the physician is trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.